Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this lead was thoroughly inspected and analyzed. It was noted the lead was returned with a guidewire fully inserted within and extending past the tip of the lead. The guidewire was noted to be bent at a 30 degree angle approximately 3 cm from the distal tip. Dried blood and bodily fluid were noted in the open lumen of the lead in the area 70-84 cm from the terminal pin. When the guidewire was removed from the lead, some resistance was felt as the bend in the lead passed the lead tip. Some force and manipulation were required to successfully remove the guidewire from the lead. The guidewire was re-inserted into the lead; some resistance was felt as the bend in the wire moved through the spiral fixation area at the tip of the lead. Analysis concluded the difficulty inserting and removing the guidewire from this lead was due to the identified bend in the guidewire.

Event description:
Boston scientific received information that during the attempted procedure, the physician reported difficulty placing and tracking the lead. Reportedly, difficult patient anatomy was a contributing factor. The lead was returned to boston scientific for analysis. No resulting adverse patient effects were reported.